Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported clinic visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158"

Event description:
It was reported by the patient that the pod was leaking which prompted them to seek medical attention on (B)(6) at the diabetes clinic with a diabetes educator. The patient reported attributing the leakage to a product issue, explaining that while the adhesive was attached to the skin, it was not fully secured to the pod. The patient noted that they could slide her finger between the adhesive and the pod, which they believed caused tunneling and subsequent leakage. The patient was diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include hyperglycemia. The patients visit at the clinic was less than an hour. As treatment the patient was advised to deliver bolus' through the omnipod, to ensure that the system knew how much insulin she was delivering and a new pod was inserted.